Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 3.5, lab; (B)(6) 2011, 4.2; (B)(6) 2012, 4.5; (B)(6) 2012, 16.9. Patient's target therapeutic range is 3.0-3.5. Patient was trained with meter on (B)(6) 2011. Patient stopped taking coumadin and began taking lovenox on (B)(6) 2012 in preparation for bone biopsy to check for possible cancer. On (B)(6) 2012 patient noticed unusual bruising in the evening. On (B)(6) 2012 patient had bruising in the morning covering up to 40% of her body by that evening. Called doctor due to 4.5 result and took vitamin k prescription that evening. On (B)(6) 2012 patient went to emergency room and had a lab inr of 16.9.

Manufacturer narrative:
Investigation pending.